Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. The customer¿s blood glucose (bg) level was 498 mg/dl. Reportedly, the customer went to the emergency room (ER) due to elevated bg. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was release from the ER on (B)(6) 2024.